Manufacturer narrative:
Reliability analysis inspected 4 opened and used infusion set and performed hand prime using a new lab reservoir and found 3 of 4 occluded at p-cap connection section. The remaining infusion set was occluded at quick release connection septum site. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.